Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. Lm reported that the most probable cause for the reported event is as follows: it is speculated that the pins receiving the video connectors were bent, which interfered with image transmission between the scope and the video processors, and that image failure occurred when the scope was connected. Handling of the device is described below in the instruction manual. This could potentially prevented. · do not apply excessive force to the video system center and/or other instruments connected. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. Confirmed that there was no variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s report of a ¿ grainy image¿ was confirmed due to a bent pin inside video connector. The user manual includes the following caution: "never apply excessive force to connectors. This could damage the connectors.¿ additionally, instructions for the connection of an endoscope include: "confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. " the investigation of this event is ongoing and if additional information is received this report will be supplemented accordingly

Event description:
The service center was informed that during preparation for use, a grainy image was observed on the video system display. There was no patient involvement reported.